Event description:
It was reported that the rv lead was replaced due to oversensing and a lead impedance increase. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead was replaced due to oversensing and a lead impedance increase to infinite. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. High ventricular impedance was observed, and a recent single daily ventricular impedance measurement was infinite, consistent with the reported event. It was reported that the lead was replaced due to oversensing and a lead impedance increase to infinite. No patient complications were reported as a result of this event. No conclusion can be drawn impedance, high oversensing.